Event description:
The gas coagulator hose "burst" approximately one to one and a half minutes into the demonstration. The unit was not in clinical use.

Manufacturer narrative:
A failure analysis was performed and is now completed. Corrections have been identified which include a new regulator component. The new regulator component has two safety features which will prevent high pressure gas from leaking into the low pressure hose and subsequent rupture.